Event description:
It was reported that customer experienced difficulty with pump wake button, including t button not responding, screen not turning off when wake button was pressed, and pump only turning on when connected to usb cable. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device, and distributor coordinated replacement pump and planned device return for further evaluation, with no additional actions or outcomes reported.